Event description:
It was reported that upon interrogation, the implantable cardiac monitor displayed an error message. The patient had been exposed to a MRI. After a device download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.